Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultramini meter had a power issue ¿ meter does not turn on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged product issue occurred at 12pm on an unspecified date around 5 months prior to the alert date of (B)(6) 2017. The patient manages their diabetes with oral medication (850mg metformin per day) as well as with diet and/or exercise and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue began they developed the symptoms of ¿feeling sick, nausea and dizzy¿. In response to these symptoms the patient visited their doctor¿s office. The patient did not receive any treatment, but had their blood glucose measured on the doctor¿s meter. A result of ¿290mg/dl¿ was obtained at this time. At the time of troubleshooting the csr noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.